Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller alarmed when the patient connected from batteries to mobile power unit (mpu) to controller. There was no power supply when the controller was connected to mpu power. When the patient connected back to batteries for power, there were no alarms. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The unit was powered on and functioned as intended. The mpu was able to operate a mock loop with no alarms active. The mpu underwent preventative maintenance and returned to the customer. No further testing was performed. No log files were submitted for review. The root cause of the reported event was unable to be conclusively determined through this investigation. There was incidental finding of a loose rubber sleeve around the power cable connectors. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 15feb2017. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states that power module preventative maintenance must be performed at least once every 12 months, which includes replacing the patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.